Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage. Two struts on the 7th row from the proximal edge were raised distally. Struts on the same row and on rows 6 and 8 were severely misaligned. No issues were noted with the profiles of the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the hypotube. Solidified blood was present on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. Vascular access was obtained via a radial artery. The 2.75x20, 100% stenosed and eccentrically shaped, de novo target lesion was located in the moderately calcified mid right coronary artery (rca) extending to the distal rca. Resistance was encountered while advancing the 2.75x24mm promus element coronary drug-eluting stent system. The device was removed intact, however, the physician identified the proximal portion of the stent was fractured. The procedure was completed with a different device. There were no patient complications and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. Vascular access was obtained via a radial artery. The 2.75x20, 100% stenosed and eccentrically shaped, de novo target lesion was located in the moderately calcified mid right coronary artery (rca) extending to the distal rca. Resistance was encountered while advancing the 2.75x24mm promus element coronary drug-eluting stent system. The device was removed intact, however, the physician identified the proximal portion of the stent was fractured. The procedure was completed with a different device. There were no patient complications and the patient's status is stable.